Event description:
Pt was undergoing laparascopic appendectomy when the surgeon had difficulty opening the internal stapling device. The device eventually opened and the procedure was able to be completed as planned. No adverse outcome to the pt.